Event description:
Davinci medium / large clip applier malfunctioned during procedure, jaws would not open or close properly. Davinci xi medium / large clip applier would not clamp clips on to tissue and jaws would not open or close properly during surgery. The defective arm was removed and replaced with a different clip applier. After new clip applier was confirmed to be working properly, the team hooked up the new clip applier to complete procedure. No injury or harm to pt. We will need to return instrument to intuitive after risk management is done to get credit for device.

Event description:
Additional information received on 26-jun-2024, for mw5115791. Correcting procode information.

Event description:
Davinci medium / large clip applier malfunctioned during procedure, jaws would not open or close properly. Davinci xi medium / large clip applier would not clamp clips on to tissue and jaws would not open or close properly during surgery. The defective arm was removed and replaced with a different clip applier. After new clip applier was confirmed to be working properly, the team hooked up the new clip applier to complete procedure. No injury or harm to pt. We will need to return instrument to intuitive after risk management is done to get credit for device.